Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent button response due to a flattened act button dome switch. No display anomaly was noted. The insulin pump had traces of moisture at the liquid crystal display circuit board and radio frequency circuit board. The insulin pump had minor scratches on the display window, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer stated that he was unable to clear the alarm and there was a little bit of water on the pump due to water being spilled. Customer mentioned that his blood glucose was at 400 mg/dl due to not checking the button error and not being able to treat. Customer was advised that the pump will be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.